Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial implant, the patient was identified with an endoleak. This event was reported under mrn# 2031527-2021-00071. During the intervention of the previous reported case, upon introduction of the new bifurcated stent graft delivery system , the contra wire was difficult to advance over the bifurcation of the previously implanted stent graft and eventually separated. At this point, the physician had not completely committed to deployment so he removed that device and opened another bifurcated stent graft with delivery system. This time, he was successful in snaring the contra wire. The physician advanced the device out of the sheath into the aorta, then upon retraction to the bifurcation caught on a stent strut of the original stent graft which lead to the patient being moved from the catheterization laboratory to the operating room for an open conversion. During the open repair all of the stent grafts were explanted and a tube graft was placed in the aorta. The patient was reported as doing ok.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. The user facility was unable to provide this information. Procedure-related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.